Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 01/27/2015. The fse found that the probe was bent. The fse straightened the probe, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak of diluted blood at the probe wash area of the coulter hmx analyzer with autoloader. The customer reported seeing the leak when switching from closed mode to open mode. The customer also observed the leak when running the instrument in open mode. The volume of the leak was about 1 ml and was not contained within the instrument. The customer did not report any error messages at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.